Event description:
Meter name: one touch ultra, strip name: one touch ultra teststrips, meter code: 30, strip code: 30, strip storage: unknown, symptoms: none. A patient reported they took twice as much insulin as a result of meter readings. Their meter allegedly was inaccurately high. The result on their meter was 215 mg/dl and 110 mg/dl. No other test or comparison reported. Treatment was: dr. Advised customer. No further information has been reported.